Event description:
When the surgeon pushed the button of the handswitching suction coagulator, it worked but when he turned loose of the button, it did not cut off and continued to fire. The suction coagulator was disconnected and replaced with a new one and it worked fine.